Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified clouds in the gel, biological tissue, a deformation, and the weight of the device to the specification. Voids in the gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade unknown, and device rotation/migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "90 degree rotation," "severe deformity" and "it has twisted, like a capsular contracture," baker grade unknown. Device has been explanted.